Event description:
It was reported that a shaft break occurred. A 4.00 x 20 mm agent dcb was selected for treatment of the target lesion. During the procedure, the balloon shaft broke. The device was fully removed from the patient by pulling it out with the guide catheter. The procedure was successfully completed with an alternate device and there were no patient complications.